Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had storage failed. A field service engineer (fse) reported that the smart remote manager had recently been moved by the pharmacy to a different station. The smart remote manager was reconfigured accordingly. Storage space was recovered, and the customer tested the unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that the smart remote manager would not open. The staff attempted disconnecting, unplugging, and restarting the device, but it continued to display a maintenance required message. In the meantime, the user used the key to manually open the fridge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.